Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Components adjacent to the broken wire did not show damage. The instrument was also found to have thermal damage on the bipolar yaw pulley. The instrument was found to have yaw pulley mechanical indentation. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the maryland bipolar forceps instrument was observed to have a broken wire. Use of the instrument was discontinued, and it was replaced to the backup. The customer completed the procedure, and no known impact or patient consequence was reported.